Event description:
It was reported that at the end of a pulse field ablation (pfa) procedure using a farawave pfa catheter a pericardial effusion was visible on the echo used to monitor the patient. After the effusion was identified the patient's blood pressure continued to decrease so a pericardiocentesis was performed. No further information on the patient's status has been provided at this time. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.